Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include ketones and vomiting. The patient also stated that there was bleeding on the site. It was also mentioned the patient has arthritis and hypothyroidism. The patient was treated with multiple sodium chloride 0.9% boluses, humalog IV push 5 units, lactated ringers IV bolus, metoclopramide 10 mg injection. The patient was released the following day. The pod was worn when seeking medical attention. The patient successfully activated a new pod.

Manufacturer narrative:
Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.